Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving compounded baclofen, hydromorphone, and bupivacaine via an implantable pump. It was reported that on (B)(6) 2025 surgical observation revealed the pump had become inverted within the pocket. Surgical intervention occurred and the pump was re-sutured. The event was resolved without sequelae. The relationship of the event to the device or therapy was a causal relationship and the relationship of the event to the implant procedure was not related.